Event description:
Related manufacturer report number: 2916596-2022-15331. It was reported that the patient passed away due to multi-system organ failure. The patient was on both left ventricular assist device (lvad) support and right ventricular assist device (rvad) support. The patient was made "do not resuscitate," and passed away on (B)(6) 2022. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
(B)(4). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 3003306248-2022-14520.

Manufacturer narrative:
Section b4: related MFR # corrected. Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.